Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 75% stenosis located in the distal lad. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Resistance was encountered when advancing the device however excessive force was not used during delivery. The device did not pass through a previously deployed stent. It was reported that the device failed to cross the lesion. Stent deformation occurred in vivo. The patient is reported to be alive with no injury.

Manufacturer narrative:
The procedure was completed with another 2.25x18mm stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: photo 1; image shows a ¿not passing¿ situation statement. Photo 2; image shows the distal and proximal portion of a device and a portion of an endeavor resolute shelf carton. Deformation is evident to the mid-section of the stent. The lot number printed on the luer corresponds with the lot number on the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was pre-dilated twice at 8 atm. If information is provided in the future, a supplemental report will be issued.